Event description:
The customer reports that the tip broke off in the patient.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4). Additional information from the customer: the patient was doing well when discharged from the hospital. Treatment was delayed while the user tried to retrieve the tip of the catheter. The user was unable to remove the tip of the device. The physician felt that it went into a side branch and the area was covered with a covered stent.

Event description:
The customer reports that the tip broke off in the patient.